Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported slda appears to be due to the reported improper or incorrect procedure or method. The reported improper or incorrect procedure or method (failure to follow steps / instructions) was due to the user error of not implanting the clip perpendicular to the line of coaptation. The reported unexpected medical intervention was a result of case specific circumstance as an additional clip was implanted to stabilize the reported clip. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ degenerative mitral regurgitation (mr) with a posterior leaflet flail for a mitraclip procedure. A mitraclip was implanted at the anterior2-anterior3/posterior2-posterior3 leaflets (a2-a3/p2-p3). It was noted that the clip was not implanted perpendicular to the line of coaptation, because the clip was parallel to the aorta. A secondary clip was prepped for implantation, during insertion it was noted that a single leaflet detachment (slda) had occurred for the 1st clip. The clip was no longer attached to the posterior leaflet but remained stable on the anterior leaflet. The second clip was used to stabilize the slda clip. The final mr was grade 2-3. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.